Event description:
It was reported on 13 january 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) and grade 5 functional tricuspid regurgitation for a mitraclip and triclip procedure. During the procedure, triclip steerable guide catheter (tsgc) was used to deploy both mitraclip and triclip. During the deployment sequence of mitraclip, the mitraclip was entangled with chords while grasping the leaflets. The anterior gripper was unable to actuate while grasping the leaflets. Troubleshooting was performed and was unsuccessful. As a result, it was removed from the anatomy. Upon removal, tissue was observed on the gripper. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 2-3 post procedure. During the deployment sequence of triclip, difficulty was encountered while grasping and capturing the leaflet due to poor echocardiographic imaging. A single leaflet device attachment(slda) occurred from the septal leaflet. Additional clip was implanted to secure the slda clip. The tr was reduced to grade 4 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported difficult single gripper actuation as an inability to raise the gripper due to a broken gripper line. The reported difficult removal from anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy is related to procedural conditions (entangled with chords while grasping the leaflets). The inability to raise the gripper and observed broken gripper line appear to be cascading events of the difficult removal from anatomy. The reported tissue injury is also a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.